Event description:
Info indicated that the bed has no head up function. No injury reported.

Manufacturer narrative:
Tech isolated the problem to a stuck valve at the head up location on the hydraulic power unit. Replaced the valve to resolve this issue. Bed found in bed shop.